Manufacturer narrative:
(B)(4). The device was run for 3 hours and the system error was generated again.

Event description:
It was reported that during patient use the ht70 ventilator generated a system error. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The service engineer (se) verified the reported event in the logs. However, the se was unable to duplicate the reported event. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.